Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device had a noise issue when the engineer operates the device. Per follow up information received via mail on 24dec2024, it was noted that they repaired the device on the customer site. Reported issue was big noise, and low flow was confirmed. They replaced a circulation pump and the issue was resolved.

Event description:
It was reported the arctic sun device had a noise issue when the engineer operates the device. Per follow up information received via mail on (B)(6) 2024, it was noted that they repaired the device on the customer site. Reported issue was big noise, and low flow was confirmed. They replaced a circulation pump and the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Circulation pump made big nose. Low flow. Replaced circulation pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance the initial reporter phone number that is provided is (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.